Manufacturer narrative:
Date of event - estimated as this occurred two months after the implant and this comment was made in (B)(6). Implant date - estimated as the implant occurred approximately 2 months prior to the event.

Event description:
It was reported that a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. Two months post index procedure, the patient experienced a mini stroke. The patient was supposed to stop their blood thinner medication a week prior to the stroke, but will remain on the blood thinner for approximately another month in response to the event.